Event description:
As reported: " 3 x sterile apex pins ref number , (B)(4) were used in a navigated high tibial osteotomy case, inserted with a wired driver, upon removal with the wire driver post finishing the case it was noted that the tips of the pins had broken off. Noticed after surgery was completed and removing the pins."

Manufacturer narrative:
The reported event could not be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the misuse of the product (off label use). The complaint reported that the apex pin broke during the navigation procedure. However, the operative technique clearly mentions that the apex pins are not to be used for navigation procedure purposes: " caution: apex pins are not intended for navigation procedure purposes." Therefore, this case is classified as a user related issue, as there was a deviation from the operative technique. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: " 3 x sterile apex pins ref number , 5038-2-110s were used in a navigated high tibial osteotomy case, inserted with a wired driver, upon removal with the wire driver post finishing the case it was noted that the tips of the pins had broken off. Noticed after surgery was completed and removing the pins."